Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(6). According to the available information this inflatable device was implanted on (B)(6) 2019 and was removed/replaced on (B)(6) 2020 due to inflation difficulty. Additional information received from the program manager indicated: ¿device not inflating. The defect was found at the top of the pump, at the deflate button.¿ a titan pump and reservoir was received for evaluation. Examination and testing of the returned components revealed a separation in the body of the pump, near the deflate valve. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to bee smooth and straight, indicating stress was exerted. Surface abrasion was noted on all pump tubing, and on the reservoir inlet tubing. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the smooth and straight surfaces associated with this separation indicates that sufficient stress was exerted on the pump body near the deflate valve to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, though not verified device not inflating. The defect was found at the top of the pump, at the deflate button. The device was removed/replaced.